Event description:
It was reported that during a total thyroidectomy the handpiece gave an error 3 handpiece error. The doctor swapped the handpiece with another handpiece and the case was completed with no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted.